Manufacturer narrative:
Concomitant medical products: product ID: 9735737, software version #: (B)(4). Software analysis was performed. It was determined that this is a known software issue. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that after registration (sw task unknown), the site received the error 64 message. The system was rebooted and they continued with the case. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information received. It was reported that the site rebooted the system and everything was fine. Cause unknown.